Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported they experienced high blood glucose level of 559 mg/dl. The customer mentioned a blank display after new battery cap. Troubleshooting was performed and blank display appeared. The product was not returned for analysis.